Event description:
In a 5/15/01 letter to abbott laboratories, rptr placed abbott laboratories and its abbott diagnostics div (collectively, "abbott") on legal notice of potential product defects relating to the fact plus pregnancy test ("fact plus"), a product that abbott mfg, distributes, markets and sells. Rptr believes that, fact plus is defective, hazardous and unfit for its intended purpose. Rptr further believes that abbott's marketing to the fact plus is materially false and misleading with respect to the product's ability to detect pregnancy. Abbott's fact plus product failed to detect pregnancy on two separate occasions, purchase and use of abbott's fact plus product is detailed below. Pt purchased a three-unit package of abbott's fact plus pregnancy test for the sole purpose of determining whether they were pregnant. Purchase of abbott's fact plus product followed efforts in 1/01 to conceive first child. When pt's period was two (2) days late, pt used fact plus. Before using the product, pt carefully read the instructions and followed them precisely while using it. Although pt was in fact pregnant, fact plus yielded a negative test result. In its marketing of fact plus, however, abbott claims that fact plus is "over 99% accurate" and can be used effectively "any time of day, as early as first day of missed period." When pt's period was seven (7) days late, pt again used fact plus to determine whether they were pregnant. Before using the product, pt carefully reviewed the instructions and followed them precisely while using it. Although pt was in fact pregnant and even further along in pregnancy. Fact plus yielded yet another negative test result, and in so doing, failed to detect pregnancy. This second negative test result only underscores the false and misleading nature of abbott's marketing claims that fact plus is "over 99% accurate" and can be used effectively "any time of day, as early as first day of missed period."